Event description:
Info received indicates all of the casters continue to swivel when the brake is set. The caster wheels do not roll.

Manufacturer narrative:
The tech replaced the four casters to repair the bed.